Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the hexavue custom room rack and found the cxps card needed to be replaced. To resolve the issue the technician replaced the cxps card, tested the function and operation of the unit, confirmed it to be operating to specification, and returned it to service. No additional issues have been reported

Event description:
The user facility reported that the cxps to their hexavue custom room rack was not working. No report of procedure involvement. No report of injury.